Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian artery. An 8.0x40x75cm express¿ ld vascular stent was advanced but failed to cross the lesion and the stent was noted to be lifted up a little. The device was removed and the procedure was completed an 8x27 express¿ ld vascular stent. No patient complications were reported and the patient's status was good.